Event description:
It was reported that pt had been hospitalized due to increased baseline pain, dizziness, and she "complained of hurting when touched." A dye study was performed which did not reveal any problems. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).